Manufacturer narrative:
Evaluation of the returned red 72 revealed that the distal shaft was kinked in multiple locations, but no stretching as indicated in the complaint was observed on the device. Therefore, the complaint could not be confirmed. The observed kinks on the distal shaft are likely due to compressive forces. If a stent is forcefully retracted through the red 72 during use, damage such as kinks may occur. During the functional test, a demonstration 3maxc was advanced through the returned red 72 without an issue. Then the returned red 72 with the 3maxc inside was advanced through a demonstration benchmark max without an issue. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), penumbra system 3max reperfusion catheter (3maxc), benchmark bmx96 access system (benchmark max), non-penumbra microcatheter, and non-penumbra stent retriever. During the procedure, the physician made two passes using the red72 and 3maxc with aspiration only. Subsequently, the physician made a third pass using the red72, stent retriever, and microcatheter. The physician then removed the red72. Upon removal, the hospital tech noticed that the red72 was stretched towards the distal end when attempting to remove the stent retriever out distally. Therefore, the physician pulled the stent retriever completely through the proximal end. The procedure was completed using a penumbra system red 62 reperfusion catheter (red62) and the same sheath. There was no report of an adverse effect to the patient.